Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (afib) with rapid ventricular response (rvr). Therapy was exhausted. In addition, the device also declared a pacemaker mediated tachycardia (pmt) episode. All lead measurements were within normal limits. This crt-d remains in service. No adverse patient effects were reported.